Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 3006705815-2019-02485. It was reported that the device system was not providing adequate relief due to out of range high impedance issue. Upon x-ray review, lead fracture issue was confirmed. The leads were at a steep angle at the anchor sites. Patient denies any traumas or falls, and patient last had effective stimulation a week prior to the event. Patient feels occasional pulsing issue around the knee area due to auto reducing issue. Lead revision is scheduled in the near future to help resolve the issue. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02485. New information received states that leads were explanted and new leads were implanted. Therapy was restored post procedure and there were no complications during the procedure.